Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump clock seems to tick slow even after reset. Customer stated that the rewind takes longer.. Customer stated that the middle button was cracked in the center. Customer stated that the retainer ring was broken. Customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected rewind anomaly noted during testing. The following were noted during visual inspection: cracked keypad overlay. Time was adjusted to current time and pump was monitored for 48 hours. No time clock anomaly noted. (B)(4).